Event description:
Beeping alarm does not stop.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation. It was indicated in the complaint that the pump was beeping a continuous alarm. After several attemps to obtain more information about the repairs report, the log data and the device return, nothing was provided. Due to the lack of complementary information, the root cause of the reported event remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.